Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4598 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a catheter placement procedure, the guidewire allegedly stretched. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck in a needle is confirmed. One 21 g safecan introducer needle and one 0.018 in. Guidewire in a plastic hoop were returned for evaluation. An initial visual observation showed use residue on the returned samples. The guidewire was found to be stuck within the needle, but it was able to be pushed out of the needle with some force. The guidewire was found to be unbroken during tactile evaluation. A microscopic observation revealed multiple kinks in the coiled wire of the guidewire. Some damage was observed on the bevel of the introducer needle. Once the guidewire was pushed out of the needle, a relatively large amount of biological residue was found on the portion of the guidewire that was within the needle. The damage observed on the returned needle and guidewire suggest the guidewire may have been retracted against the bevel of the needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during a catheter placement procedure, the guidewire stretched. There was no reported patient injury. No other information was provided.